Event description:
It was reported that device migration occurred. A left atrial appendage (laa) closure procedure was being performed. Transesophageal echocardiogram (tee) imaging was used for the procedure. Venous femoral access was obtained. A watchman access system (was) was positioned at the laa. A 27mm watchman flx pro closure device and delivery system (wds) were advanced and the closure device was deployed. Release criteria was met, and the closure device was implanted but immediately shifted after final release. Lower compression measurements and a larger visible closure device shoulder was noted on tee. No interventions or patient complications were reported. The procedure was concluded.